Manufacturer narrative:
The customer followed-up on 08-feb-2019 and indicated that the readings are now being properly stored in the meter's memory. The patient/family was the initial reporter, so personal information was not entered.

Event description:
A (B)(6) customer reported that the blood glucose readings from (B)(6) 2019 were not stored in the memory of his contour next meter. During the call, a blood test was performed by the customer and the reading was properly stored in the meter memory. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.